Event description:
It was reported that during a laparoscopic an unknown procedure, a clip fell off the jaws when the er420 was used at the 1st firing. A device loading the ecr60g could not be fired at the 1st firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # v94f3k. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er420 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 10 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications before shipment. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.